Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple consecutive replace battery alarms observed in the black box history. During testing, the pump performed the ezprime steps with no warnings or errors occurring. The battery compartment was found to be cracked below the keypad cover. No evidence of moisture was found inside the battery compartment. The pump's current draws were within specifications. The pump case was removed and moisture corrosion was found on the printed circuit board.